Event description:
It was reported that during a procedure to treat a lesion in a calcified right renal artery, pre-dilatation was performed. A 4x15x135 rx herculink elite stent system was advanced; however, resistance was felt inside of the guiding catheter. After several unsuccessful attempts to advance the stent system through the guiding catheter, the rx herculink elite stent system was withdrawn with resistance from the patient anatomy. Reportedly, some force was applied to the stent system during removal. Once outside of the patient anatomy, it was noted that the stent was no longer on the balloon. X-ray was performed and the dislodged stent was found inside of the guiding catheter. The rx herculink elite stent system was re-advanced and the balloon was inflated to successfully retrieve and remove the dislodged stent. A new same size rx herculink elite stent system was advanced through the same guiding catheter and implanted without issue to treat the target lesion. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force; failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The resistance with the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the herculink elite renal and biliary stent system instructions for use states: should unusual resistance be felt at any time during lesion access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reviewed information, no product deficiency was identified.